Event description:
It was reported the device was replaced due to low impedance readings of less than 20 ohms. When checked through the analyzer, impedance readings were 50-60 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pkc109514h no anomalies were found. It was reported the device was replaced due to low impedance readings of less than 20 ohms. When checked through the analyzer, impedance readings were 50-60 ohms. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications impedance, low.